Event description:
A patient reported that the system was not displaying the correct amount of insulin in the cartridge even after replacement, leading to potential insulin waste from more frequent cartridge changes. Additionally, the system's battery life was declining, necessitating more frequent charges, during which the device became too hot to wear, causing discomfort and lifestyle interruptions. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.